Manufacturer narrative:
A visual inspection and functional testing was performed on the returned device. The reported failure to fire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. In this case, it is likely the foot was not fully deployed prior to attempting to deploy the plunger. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: first, last name updated from unknown to (B)(6). E1: title updated from dr. To (B)(6). E3: occupation updated from ni to non health professional.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using a prostyle device. Reportedly, the device would not deploy. The method to achieve hemostasis was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.